Event description:
Reference number (B)(4). Event occurred in israel. It was reported that patient faced infusion set needle break event on (B)(6) 2025. The set insertion site was at stomach and fracture occured during use.the introducer needle was hard to remove and found that the needle was still attached. The infusion set was in use for few hours. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: turkey. H11: since no lot and serial number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.